Event description:
It was reported to resmed (B)(4) that a system fault (sf 180) was observed on an astral device indicating a total power failure. The device expectedly restarted as a result of this incident. There was no pt injury reported as a result of this incident.